Event description:
It was reported that a patient experienced an unspecified alarm on the homechoice device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for analysis and an evaluation is anticipated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and evaluated for the reported issue. The event history log review noted many check drain line alarms. A visual inspection was performed with no issues noted along with full functional testing, electrical safety testing, calibration and simulated therapy which was completed and noted no issues. The device met product specifications related to the reported issue; however, the reported event was verified during the event history log review as a check drain line alarm. The cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.